Event description:
It was reported that while using kit bd max ext enteric bacterial panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the customer reported several false positive results for vibrio with the bd max extended enteric bacterial assay."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the customer reported several false positive results for vibrio with the bd max extended enteric bacterial assay.".

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this was an instrument issue and not a reagent issue.